Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of the episode noted t-wave oversensing and drops in amplitude morphology measurements. The s-ICD remains in service and there have been no additional adverse patient effects were reported.